Event description:
Device issue: resistance, inaccurate delivery. Time of device issue: during the procedure. Adverse event: placement of second, unplanned stent. It was reported that during an unspecified procedure, resistance was encountered when trying to advance the stent delivery system. After some manipulation, the stent was deployed slightly distal to the desired position. A second unplanned stent was required to fully cover the lesion. There was no adverse pt sequela reported. Although requested, there was no additional info provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.